Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump alarmed during the error test due to a faulty battery tube. Unable to perform further testing due to the prime anomaly.

Event description:
It was stated that the paramedics treated the customer due to low blood glucose. The blood glucose reading was 37 mg/dl. It was also stated that the customer had been experiencing low blood glucose episodes about twice a week. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test.